Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the maquet field service engineer(fse), has replaced the following parts expiratory valve, coil seal and expiratory pressure transducer tube, due to parts considered to be defective. There was no patient involvement. (B)(4).

Manufacturer narrative:
The expiratory valve coil, the expiratory pressure transducer tube, and the seal were found defective by our field service engineer (fse) and were replaced. The ventilator was then verified and no issues remained. A malfunction in the expiratory voice coil and a faulty expiratory pressure transducer tube may lead to insufficient ventilation or high pressure. E.g. A faulty expiratory voice coil will be detected during the pre-use checks tests. The root cause for the reported event could not be determined, since no defective part(s) were returned for investigation and no device logs were received, despite several reminders having been sent requesting them. The expiratory valve coil, the expiratory pressure transducer tube and the seal were found defective by our field service engineer and were replaced. The ventilator was then verified and no issues remained. A malfunction in the expiratory voice coil and a faulty expiratory pressure transducer tube may lead to insufficient ventilation or high pressure. E.g. A faulty expiratory voice coil will be detected during pre-use check. The root cause of the reported event could not be determined since no defective part was returned for investigation and no device logs were received, despite several reminders.

Event description:
(B)(4).